Event description:
It was reported that the user experienced fluctuating blood glucose levels, with a low of 43 mg/dl and a high of 290 mg/dl, and customer care guided a fasting reset and setup, resumed insulin delivery, and assisted with re-pairing to the mobile app; hyperglycemia persisted out of range for approximately three hours and was addressed by the device correction algorithm, while hypoglycemia was treated with apple juice. Symptoms were not reported for the low or the high. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting support and device setup verification. Investigation of this case revealed no device alarms beyond expected high/low alerts, no reported device malfunction, and no identified device component failure, so the cause of the hyperglycemia and hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.